Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the water bag burst while the rt324 infant breathing circuit was in use with a fabien ventilator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chambers were not returned to fisher & paykel healthcare in (B)(4). Therefore, our investigation is based on the information provided by the hospital and our knowledge of the product. The hospital reported that the water bag used with the rt324 breathing circuit and mr290 chamber burst when connected to the circuit. Without the return of the complaint devices we are unable to determine what may have caused the problem experienced by the customer. The user instructions which accompany the mr290 chamber state the following: - "set appropriate ventilator alarms." - "maximum operating pressure: (B)(4)."